Event description:
It was reported that stent damage and stent moved on balloon occurred. The 95% stenosed, 26x3mm, eccentric and de novo target lesion containing a significant >45 and <90 lesion bend was located in a moderately calcified and moderately tortuous left anterior descending (lad) artery. Following a non-bsc guide wire, predilation was performed using an unspecified balloon catheter and a non-bsc stent was then implanted on the target lesion. However, a vascular tear and dissection in the distal of the stent was noticed. A 3.00x16mm promus element drug-eluting stent was then selected to treat the distal lad. Upon advancing, resistance was felt and the device was unable to cross the 1st stent. The physician withdrew the device and found the stent was partly separated from the balloon and was deformed. The procedure was not completed due to this event. No patient complications were reported. Medications were given to treat the event and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The crimped stent was detached from balloon and not returned with device for analysis. Crimp markings were evident on the balloon. The proximal and distal markerbands had no issues with their position or profile. A visual and tactile examination found multiple kinks on hypotube. The bumper tip of the device showed no signs of damage. A visual and tactile examination found damage and kinking in the port bond region. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage and stent moved on balloon occurred. The 95% stenosed, 26x3mm, eccentric and de novo target lesion containing a significant >45 and <90 lesion bend was located in a moderately calcified and moderately tortuous left anterior descending (lad) artery. Following a non-bsc guide wire, predilation was performed using an unspecified balloon catheter and a non-bsc stent was then implanted on the target lesion. However, a vascular tear and dissection in the distal of the stent was noticed. A 3.00x16mm promus element drug-eluting stent was then selected to treat the distal lad. Upon advancing, resistance was felt and the device was unable to cross the 1st stent. The physician withdrew the device and found the stent was partly separated from the balloon and was deformed. The procedure was not completed due to this event. No patient complications were reported. Medications were given to treat the event and the patient's status was stable.